Event description:
Report received from USA stating that the device had an "error message on console" issue. The device was not used during a surgical procedure. It was unk if there was any patient injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).